Event description:
Medtronic received info that this bioprosthetic valve was explanted after 21 months implant duration, due to regurgitation. No adverse pt effects have been reported.

Manufacturer narrative:
(B)(4). Eval method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this valve met all mfg specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation.